Manufacturer narrative:
Concomitant medical devices: product ID: 419688, serial# (B)(4), implanted: (B)(6) 2014.

Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr) and the left ventricular (lv) lead exhibited high thresholds. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.